Event description:
Customer reports that he was unable to test on his device for 2 days, and therefore has been guessing on the amount of insulin to take. He reports that his device produced the 'off' error rather than a result. Customer took 15 units of humalog, which is his normal dose, and one half hour later, he was incoherent. A bystander called the paramedics who arrived and tested customer at 25mg/dl on their device. Customer reports being given glucose tablets to elevate the blood glucose. Requested return of the suspect device and replacement was sent.